Manufacturer narrative:
No product will be returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known an understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. Note: a review of lot qualification records could not be performed as the lot number was not provided.

Event description:
The report indicated that the customer experienced an infection at the pod site that was noticed after the device was removed. As a result, he rec'd treatment in the form of oral antibiotics from his health care provider. No hospitalization was necessary. He noted that he prepares the site with alcohol and also uses bd brand swabs. The pod will not be returned for evaluation.